Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she noticed 6+ cylindrical halos around street lights, car lights, reflections of the sun off cars during the daytime, etc. According to the consumer, this is caused by the cuts/indentations in theses lenses and how the retina is viewing through them. The consumer is a nurse who travels with her job and does a lot of computer work. She was unable to travel for two weeks after each surgery. There are two medical device reports associated with this consumer. This report is for the fellow eye implanted.